Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. Information indicates there was an apparent dial-out issue with the programmer, resulting in temporary high current drain. Phone line failure was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, and there was a cardiac compass diagnostic trend. Elective replacement indicator (eri) date was (B)(4) 2013. There were alerts on 06 oct and (B)(4) 2013. There were a high number of carelink attempts in compass. There is a 4 on and 11 off pattern of polling appearing in the compass tab. (B)(4).